Event description:
(B)(4). Periods became very heavy, with large clots, and severe cramping. Hair loss, lower abdominal pain, widespread joint pain, significant decrease in sex drive, and weight gain.